Event description:
It was reported that the system 9900 intermittently shuts itself down requiring reinitialization. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that there was excessive current draw from the uninterruptible power supply. Found brown wire not in contact with pin at power cord. The connection was repaired. The system was tested and found to be working as intended and placed back into service.